Event description:
It has been reported that when the crew was going to lower the stretcher the cot dropped. There was patient involvement and adverse consequences to report.

Manufacturer narrative:
Cot drop. Operator sustained back injury.